Manufacturer narrative:
Citation: sivaprakasam mc et al. First transcatheter pulmonary valve implantation - an indian made valve. Ihj cardiovascular case reports (cvcr). January-april 2020; 4(1): 13-16. Doi: 10.1016/j.ihjccr.2020.05.005. Earliest date of publish used for date of event: (B)(6) 2020 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a female patient with a medical history of tetralogy of fallot repair, pulmonary valve replacement, and prosthetic pulmonary valve endocarditis who underwent right ventricular outflow tract reconstruction with 22 mm medtronic contegra valved conduit (unique device identifier number not provided). Approximately seven years after contegra implantation, cardiac catheterization was performed and revealed right ventricular systolic pressure to be supra-systemic (135 mm hg vs. 88 mm hg), with a significant pull back gradient of 110 mm hg across the conduit. Consequently, a 45 mm non-medtronic covered stent was percutaneously implanted inside the contegra and dilated to 22 mm. Afterward, the right ventricular pressures were one-third of the systemic pressure and mild-moderate conduit regurgitation was noted. Approximately eight years after contegra implantation, echocardiography exhibited right ventricle dilatation, right ventricular diastolic dysfunction, and free (severe) pulmonary regurgitation. Electrocardiogram showed qrs duration of 160 milliseconds. Computed tomography pulmonary angiogram revealed wide open conduit. The measurements of the conduit at upper, mid, and lower levels were approximately 16 mm, 14 mm, and 14.2 mm, respectively. Approximately nine years after contegra implantation (at (B)(6) years old), the patient presented with dyspnea on exertion. Lateral view pulmonary artery angiography showed free (severe) pulmonary regurgitation. Subsequently, a 23 mm non-medtronic transcatheter aortic valve was implanted valve-in-valve inside the contegra. No additional adverse patient effects or product performance issues were reported.